Event description:
The customer reported that the 840 ventilator had a blank screen. No patient involvement. The customer reported to have replaced the graphical user interface (gui) cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.